Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 6.0 cm abdominal aortic aneurysm in 2001. The aortic neck measured 25 mm. Vessel morphology is unknown. It was reported that the one-year follow up showed a good seal with no evidence of migration. The two-year follow-up showed the aneurysm diameter had decreased to 4.5 cm and the aortic neck had increased to 28 mm. The stent graft had migrated 8 mm, however a good seal was maintained without evidence of an endoleak. A talent aortic cuff has been ordered to prevent an increase in the anerusym size. The pt is reported to be fine.